Event description:
Information received indicates the trendelenburg function is not working.

Manufacturer narrative:
The technician found the pilot link was broken. The technician replaced the pilot link assembly to repair the bed.